Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Although there is no indication that a malfunction of the srm device occurred, the cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that after the completion of the transcarotid artery revascularization (tcar) procedure, the patient was experiencing neuro changes. Computerized tomography (CT) imaging displayed a filling defect in the stent. The patient's clinical condition after the completion of the procedure was stable and back to baseline. Additional information was obtained indicating that the patient suffered an ischemic stroke. There were no intervention performed following the event. A computerized tomography angiogram (cta) was performed, but the images were not provided for review. Reportedly, the patient's lesion was soft, and there was plaque prolapse. The stroke is likely to be embolic due to the material inside the stent.